Manufacturer narrative:
The pump was returned for further investigation. During the evaluation the reported failure could be confirmed. It was found that the pump has a broken pump chamber. As a result, the pump nozzle no longer stops and no pressure can be built up. Since no specific trend could be identified for this type of issue, livanova (B)(4) has determined that a corrective action is not needed for the time being.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The reported issue was identified by a livanova field service representative during routine maintenance. The service representative traced the failure to a defective patient pump. The pump was replaced to resolve the reported failure. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective pump was requested to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error on the patient site during maintenance. There was no patient involvement.